Event description:
It was reported that during routine procedure in a totally occluded loop graft, one of the basket wires separated, and the basket seemed to become entangled against the graft wall. The basket could not be advanced or retracted. A surgical procedure was required to remove the basket from the graft. There were no add'l complications.